Event description:
The user facility reported that the patient experienced a hematoma 48 hours post procedure with the involved angio-seal device. A 7 french sheath was closed with 8 french angio-seal. Patient was on heparin. Physician reported that the deployment was fine, with no bleeding, and pain until the acute bleeding episode the following day. The patient has two (2) to four (4) hours bedrest after the procedure. Access site arteriogram looked normal. There were no access issues during the case. Left leg common femoral access with ultrasound, and single punctures. The estimated blood loss was less than 250ccs. The patient condition was stable with no issues. The procedure outcome was that the patient recovered. The event occurred post-treatment.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section d10 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a hematoma. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).